Manufacturer narrative:
B5 - lens explanted and replaced in a different surgery on (B)(6)2023 with a shorter length lens and problem was resolved. Clear cornea, formed ac, icl in place. (B)(4).

Manufacturer narrative:
H6 - health effect clinical code: 4581 - significant reduction of irido-corneal angles. H6 - type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticm5_13.2; -7.00/+0.5/93 (sphere/cylinder/axis) implantable collamer lens into the patient's left eye (os) on (B)(6) 2023. The patient experienced excessive vaulting, elevated intraocular pressure without pupil block, significant reduction of idiro-corneal angles, additionally medical intervention of combigan and cosopt 3 times a day. Lens remains implanted. The problem is not resolved. The surgeon noted there is a planned lens exchange.